Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump received motor error and audio anomaly. The customer¿s blood glucose level was 108 mg/dl. The customer that they received a motor error alarm. Customer reported that they reported that button was hard to press. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion due to moisture damage to home switch. All buttons functioning properly no anomaly found. J2 connector was inspected and locked on lcd board.